Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive alinity I hiv ag/ab combo results on an alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the dispense 2-way valve manifold, part number a-35002114-03, dispense bypass valve manifold, part number a-30104239-02, and wash zone at waste manifold tubing, part number a-30113561-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results for several patients. The customer reported repeat reactive samples that were negative when tested with a vidas assay; however, no specific patient data was provided. There was no impact to patient management reported.